Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostoma procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, during percutaneous removal of this peg tube, the internal bolster detached and fell inside the patient's stomach. The detached internal bolster was retrieved from the patient endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostoma procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, during percutaneous removal of this peg tube, the internal bolster detached and fell inside the patient's stomach. The detached internal bolster was retrieved from the patient endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient¿s exact age is unknown, however, it was reported that the patient was above 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the securi-t device found the internal bolster to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment most likely occurred due to excessive force being used during placement of the device. Therefore, the most probable root cause is operational context.